Manufacturer narrative:
Patient was a previous smoker with a history of hypertension, hyperlipidemia and a family history of heart disease. Index procedure was prompted by acute mi. Cause of death was cardiac insufficiency. The investigator indicated that the death was due to deterioration of heart failure that the patient had originally had.

Manufacturer narrative:
Cec adjudicated that the previously death has no relationship to the study device.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two resolute integrity drug eluting stent were implanted in the lad. Approximately 26 days post the index procedure, the patient expired. The cec adjudicated the death as a cardiac death.